Event description:
Was called this a.m., by crna, who informed me that an epidural catheter she was placing for labor pain control had probably sheared off. Spoke with patient and patient's husband and told them we would proceed with pain control and then schedule (patient) for a CT scan following delivery. Patient and husband verbalized understanding and agreement. Patient denied any paresthesias or neurologic problems/ pain. I explained that if the catheter was shallow then we would consult a surgeon for possible extraction. Baby was delivered after I performed a one shot epidural for further pain control. The CT scan did not show the catheter segment. The radiologist thought that artifact might well be obscured the catheter and recommended a f/u MRI in two days. I discussed this at length with the patient and her family. They verbalized understanding. I answered all asked questions. The husband verbalized desire for transfer for further work-up. I informed him that that we would facilitate transfer or flow of information necessary. Upon request of the patient and her husband, the patient and newborn were transferred to the care of ob/gyn for further work-up of possible retained foreign object. Initial report was that a needle had not been identified through scans. Eight days later, risk manager, learned from a friend of the patient's family that they did locate the 2-1/2" sheared needle. Was told that the patient was advised of 1% chance of problems. Patient was advised to leave the needle as is. At a later date, patent's ob contacted dr and received verbal confirmation of the information. Hosp has no written report to confirm this information. Additional information provided by the facility indicated as far as the facility knows the patient suffered no additional adverse sequela associated with this incident and the catheter remains in the patient. The facility is retaining the sample, however pictures will be sent for evaluation. No further information was available.

Manufacturer narrative:
The actual device involved in the incident was not available for the manufacturer to evaluate. However, photographs of the fractured catheter were returned. The catheter was depicted to be fractured at the printed double depth marking, indicating the fractured fragment is approximately 105 mm in length. The catheter and the area surrounding the fracture did not appear to be stretched. Although the actual fractured tip was not very clear in the photographs supplied, the fracture appeared to be angular, indicating that the fracture occurred when the catheter was withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of possible danger of shearing." However, no specific conclusions can be drawn. All available information has been forwarded to the manufacturer b. Braun melsungen for further evaluation.